Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the sevoflurane gas was not reading correctly on the multigas unit. There was no error message the nurse anesthetist stated they were delivering a volume % of 5 from the vaporizer, but the gas monitor was only reading around 2 instead of 5. Swapping the lines and water trap did not resolve the issue. No patient harm was reported. Investigation summary: the reported device was sent in for evaluation and an exchange. Nk received the complaint device on 03/20/2024. The unit was evaluated on 05/28/2024 and the complaint could not be duplicated because our testing gas does not contain sevoflurane. The top cover and bottom chassis had cosmetic damage. There was no fluid intrusion found. The pump was replaced as a preventative measure and after testing, the device operated to manufacturer's specifications. A definitive root cause could not be determined since we could not duplicate the complaint in our evaluation. Possible causes of incorrect readings may include user error with device set-up or hardware component failure. User errors may include use of incompatible tubing or not checking for loose connectors. Hardware component failure can occur through physical damage or fluid intrusion from user mishandling, electrical damage from outages or surges, or wear-and-tear which depends on the device age and frequency of use. The repaired unit was returned to the customer on 06/04/2024. Review of the complaint device's serial number does not show recurrence or other similar complaints. Bedside monitor bsm-6000 series model: ni, sn: ni, device manufacturer date: ni, unique identifier (UDI) #: ni, returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the sevoflurane gas was not reading correctly on the multigas unit. There was no error message the nurse anesthetist stated they were delivering a volume % of 5 from the vaporizer, but the gas monitor was only reading around 2 instead of 5. Swapping the lines and water trap did not resolve the issue. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the sevoflurane gas was not reading correctly on the multigas unit. There was no error message the nurse anesthetist stated they were delivering a volume % of 5 from the vaporizer, but the gas monitor was only reading around 2 instead of 5. Swapping the lines and water trap did not resolve the issue. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the sevoflurane gas was not reading correctly on the multigas unit. There was no error message the nurse anesthetist stated they were delivering a volume % of 5 from the vaporizer, but the gas monitor was only reading around 2 instead of 5. Swapping the lines and water trap did not resolve the issue. No patient harm was reported. Investigation summary: the reported device was sent in for evaluation and an exchange. Nk received the complaint device on 03/20/2024. The unit was evaluated on 05/28/2024 and the complaint could not be duplicated because our testing gas does not contain sevoflurane. The top cover and bottom chassis had cosmetic damage. There was no fluid intrusion found. The pump was replaced as a preventative measure and after testing, the device operated to manufacturer's specifications. A definitive root cause could not be determined since we could not duplicate the complaint in our evaluation. Possible causes of incorrect readings may include user error with device set-up or hardware component failure. User errors may include use of incompatible tubing or not checking for loose connectors. Hardware component failure can occur through physical damage or fluid intrusion from user mishandling, electrical damage from outages or surges, or wear-and-tear which depends on the device age and frequency of use. The repaired unit was returned to the customer on 06/04/2024. Review of the complaint device's serial number does not show recurrence or other similar complaints. Bedside monitor bsm-6000 series: model: ni, sn: ni, device manufacturer date: ni, unique identifier (UDI) #: ni and returned to nihon kohden: not returned. Additional information: b4 data of this report, d1 brand name, d4 model number, d4 catalog number, d4 primary unique device identifier (UDI) number, g6 type of report, h2 if follow up, what type? H11 additional manufacturer narrative. Corrected information: d1 brand name: corrected the brand name from gf-210ra to gf-210r. D4 additional device information / model #: corrected the model # from gf-210ra to gf-210r. D4 additional device information / catalog #: corrected the catalog # from gf-210ra to gf-210r. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Manufacturer narrative:
The biomedical engineer (bme) reported that the sevoflurane was not reading correctly on this gas unit. There was no error message, but the nurse anesthetist said that they were delivering a volume % of 5 from the vaporizer, but the gas monitor was only reading around 2. It should have read around 5. They swapped lines and water trap, but the readings were still incorrect. They used another gas unit with the patient and were able to get the correct readings. The bme took this unit to the bme shop, and they could not get a good reading. The bme could not properly test the gas monitor because they did not have a sevoflurane test gas. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the sevoflurane was not reading correctly on this gas unit. There was no error message, but the nurse anesthetist said that they were delivering a volume % of 5 from the vaporizer, but the gas monitor was only reading around 2. It should have read around 5. They swapped lines and water trap, but the readings were still incorrect. They used another gas unit with the patient and were able to get the correct readings. The bme took this unit to the bme shop, and they could not get a good reading. The bme could not properly test the gas monitor because they did not have a sevoflurane test gas. No patient harm was reported.